Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon finishing the procedure, the doctor deployed the angio-seal as per IFU. When he attempted to pull back and finish they deployment, the device locked up, ''spindle-lock''. The territory manager instructed the doctor to cut the tube/suture in the gap between hemostatic valve and spindle housing, then keep tension on remaining suture and finish tamping with tamper tube then to cut the suture as normal. The device did deploy properly, and hemostasis was achieved. A 6fr procedural sheath was used prior to the angio-seal. The patient condition was reported to be normal. The procedure outcome was successful. Additional information was received on february 26, 2019. The procedure performed prior to the use of the angio-seal was a coronary angiogram in the right groin. A pre-deployment angiogram was performed. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.